Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 stapler would not fire. It was unknown how the case was completed and there is no further info available on this event. There was no consequence to the pt.